Manufacturer narrative:
Additional information was received that the physician confirmed that stroke was the cause why the patient was unable to use his leg and not the infection. It was believed that the stroke was not stimulation related. No device malfunction was suspected. The patient is going through rehabilitation and will continue to use the bsc device.

Event description:
A report was received that the patient had an infection that left him unable to use his leg. It was also reported that the patient had a stroke and the physician believed that it was device related.

Manufacturer narrative:
Field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm

Event description:
A report was received that the patient had an infection that left him unable to use his leg. It was also reported that the patient had a stroke and the physician believed that it was device related.